Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). Troubleshooting steps were attempted to no avail as the pump collapsed. A replacement surgery was performed in which the existing ipp was removed and a new ambicor penile prosthesis (app) was implanted. During the procedure, no fluid was seen on the system; however, the source of the fluid loss was unknown. The patient did not experience any complications related to the event.